Event description:
The user facility reported that the housing broke at the weld during cleaning. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.